Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to an unspecified location on (B)(6) 2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, scratched case, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked case on corner of belt clip rails, battery tube threads cracked minor scratches on lcd window. Missing retainer ring confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware damage. No harm requiring medical intervention was reported. The device will be returned for analysis.